Event description:
Approximately three years ago, a female, pt, underwent aaa repair and received one main body and two iliac legs at another medical facility. On (B)(6) 2010, the pt claimed abdominal pains and was transferred to a related medical facility since abdominal aortic aneurysm was suspected to be ruptured. Then pt was transferred to the reporting facility. The main body graft implanted three years ago was cut and remained only proximal and distal part. The middle portion was removed and an artificial blood vessel was sutured to the remaining part. Following is the physician's statement. The pt visited the original hospital two weeks ago, but no symptom was observed at that time. According to the image that was taken when the pt was transferred to us, proximal type I endoleak and type ii endoleak were suspected, but it was difficult to determine it. Aneurysm was thought to be internally-pressurized since the diameter of it was more than 80mm. The pt is fine.

Manufacturer narrative:
Expiration date: unk as lot is unk. Actual date of explant is unk. (B)(4). Manufacture date: unk as lot is unk. Event is currently under investigation.